Manufacturer narrative:
Medwatch (B)(4) is for advantage system 1, medwatch (B)(4) is for advantage system 2, medwatch (B)(4) is for advantage system 3, medwatch (B)(4) is for advantage system 4.

Event description:
Caller reported patient blood glucose results of 66 mg/dl on advantage system 1, 217 mg/dl on advantage system 2, 69 mg/dl on advantage system 3, and 212 mg/dl on advantage system 4 within 2 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that the surgeon had difficulty loading the lens and the micl12.6 implantable collamer lens was inserted in the eye upside down. The lens tore as it was removed. There was no patient injury. The reporter stated the incident was due to a user error.